Manufacturer narrative:
(B)(4). Evaluation summary: one (1) sample was submitted for evaluation. When the valve was inspected, it was noted that the valve was actually in the open position. To visually inspect closer, the top and bottom portion of the valve were separated and the broken piece of the access dilator was found still within the valve, holding it open. In order to determine the cause of the crack down the side of the valve body, an attempt was made to recreate the failure. Using another separate pleurx valve, pliers were used to crush it, which caused it to deform, but not crack. However, when a cut was made down the side of the valve using a box cutter it created a similar clean crack along that side. It was determined that the hissing sound occurred during the second drainage because the access dilator was not actually all the way through the valve. Since the first, broken dilator was still within the valve, the second dilator could not have been fully inserted and therefore was sucking in air, not fluid. Based on the evaluation, the reported cracked condition was confirmed. A review of applicable manufacturing, inspection, and packaging procedures did not identify any issues that may have contributed to the reported condition. A review of the internal production records for the lot involved could not be performed as lot number information was not provided. A review of complaint data did not identify any trend with this or similar failures. Based on the investigation results, a definitive root cause could not be identified for the reported condition. All applicable manufacturing and quality personnel will be notified of this report in an effort to heighten awareness regarding this issue and minimize any impact from the manufacturing processes. Although a definitive root cause could not be, the manufacturing plant is continuing to monitor this issue to identify the need for any further actions.

Event description:
On (B)(6) 2013 a pleurx pleural catheter (50-7000b) was placed by dr (B)(6), an interventional radiologist, in the interventional radiology (i.r.) Lab at (B)(6). Dr (B)(6) stated the catheter placement was routine and without incident. He also stated that the catheter was not accessed for drainage while the patient was in the i.r. Procedure room post placement. The patient was sent to recovery and was being educated on the home drainage procedure. During the patient education the nurse attempted to attach a 1000 ml pleurx drainage bottle to the catheter to drain the pleural effusion for the first time. The nurse said that upon connecting the tubing from the drainage bottle to the catheter, the tip of the access tubing broke off and lodged in the valve of the pleurx catheter. The broken tip was removed from the catheter valve and a crack was noticed in the hub of the pleurx catheter. The nurse was not sure if the hub was cracked prior to attaching the access tubing to the catheter. A second 1000 ml pleurx was then connected to the pleurx catheter and when the drainage bottle was activated, air could be heard sucking in from the crack in the hub. The drainage bottle was clamped off and disconnected from the catheter. The patient was brought back to the i.r. Lab and dr. Fischbach removed the catheter with the cracked hub and placed a new pleurx pleural catheter (50-7000b). Dr (B)(6) stated that the removal of the first catheter and placement of the second catheter were completed without incident. The second catheter appeared to be working correctly and the pleural effusion was successful drained. The patient was educated on the drainage procedure and discharged. Dr (B)(6) also stated that, other than the inconvenience of have to bring the patient back and exchange the catheter, there was no harm done to the patient. On (B)(6) 2013, the customer ((B)(6)) also indicated that the catheter had the word "pleurx" on it. The customer also indicated there was nothing noted prior to patient use that would indicate a defect of the pleurx drainage bottle or any of its components only that the usual "snap" was not heard which is what alerted them that something was not right. The user then attempted several times to readjust the access dilator into the catheter but it is unknown if it was inserted straight in or at an angle.